Event description:
The abbott m2000 system is intended for use in performing nucleic acid amplification testing by polymerase chain reaction in clinical laboratories. The system is composed of the m2000rt and the m2000sp instruments. The m2000sp is intended for automated sample preparation and nucleic acid extraction prior to testing. An abbott field service engineer (fse) visited a customer site in response to the liquid handling arm (liha) of an m2000sp instrument not initializing as it should. The fse inspected the m2000sp instrument and observed black color on the back of the instrument and evidence of charred circuit boards. The fse replaced the circuit boards and restored the m2000sp instrument to its operating condition. There was no death or serious injury reported. Elevated complaint investigation (B)(4) is in progress for this issue. It is unknown at this time if this observation was caused by an abbott product malfunction or if the device failed safely as designed. If a product malfunction is identified then further evaluation will determine if recurrence of the malfunction could cause death or serious injury.

Manufacturer narrative:
Summary of elevated complaint investigation (ecinv) (B)(4) for MDR 3005248192-2015-00001 follow-up report 1: executive summary investigation into this complaint included a quality data review, a product evaluation, and a complaint history review. The results of the investigation are summarized as follows: quality data review: material specification documents were identified for the impacted instrument and spare parts. There is an adequate process to receive and approve each of these parts into inventory. A service history review of sn(B)(4) was conducted. No issues were documented at the time of installation of this m2000sp e series. No indications of failure of the following three liha circuit boards (pcba dc servo ii board (part number 10649011), pcba dc servo power ii board (part number 10649012), and the pcba backplane liha freedom evo (part number 10649014)) were identified. Review of the approved labeling (m2000sp e series operations manual) shows the customer is instructed to call their local service representative in case of the liha not moving in the x, y, or z direction with a probable cause of hardware defective or damaged. Additionally, there are instructions for the fse to troubleshoot this issue and replace boards, as required (m2000sp service manual). A CAPA/non-conformance search identified (B)(4) as related to this complaint. (B)(4) documents the investigation and risk assessment performed by supplier tecan, ag as a result of unconfirmed complaint investigation (B)(4) for evidence of burning of the dc servo board (tantalum capacitor failure). Per (B)(4), tecan concluded this as a low frequency of failure, and the product conforms to safety standard iec 61010-1 (the board is self-extinguishing in the case of fire) and no further action is needed. However, as an improvement, tecan changed the material that the capacitors were made of from tantalum to ceramic (ch04864). Product evaluation: the operator powered down the instrument when they noticed a problem with the liha not moving in the x, y or z direction. Review of photographs attached to the complaint ticket by the fse indicated the damage was limited to the pcba dc servo ii board (part number 10649011), pcba dc servo power ii board (part number 10649012), and the pcba backplane liha freedom evo (part number 10649014). Photos also identified soot in the liha metal cardcage enclosure on the internal back wall of the m2000sp e series (09k14-02). There were no observations of charring or soot external to the m2000sp e series system. The charring was contained within the metal enclosure of the m2000sp e series instrument and self-extinguished. Therefore, the m2000sp e series instrument operated as designed. No product deficiency was identified. Tecan was notified of this reported complaint. Complaint history review: complaint history review showed that, over the last 2 years, five complaints including the elevated complaint ((B)(4)) were related to the issue of pre (potentially reportable event) flags set as a result of smoke, discoloration, or fire occurring on the m2000sp e-series (09k14-02) instrument, the m24sp instrument system (03n06-01), or plex-ID fluid handler (03n31-50) specifically due to the pcba dc servo ii board (part number 10649011), pcba dc servo power ii board (part number 10649012), and the pcba backplane liha freedom evo (part number 10649014). Product deficiency decision based on the results of the investigation elements the product conforms to safety standard iec 61010-1. A product deficiency was not identified for the m2000sp e series pn 09k14-02 or any abbott molecular products containing the pcba dc servo ii (part number 10649011), pcba dc servo power ii (part number 10649012) circuit board, or the pcba backplane liha freedom evo (part number 10649014). Therefore, the disposition of this complaint is unconfirmed. No further actions are required.

Manufacturer narrative:
Elevated complaint investigation (B)(4) is in progress for this issue. An MDR follow-up report will be submitted after finalizing the complaint investigation.